Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported a malfunction alarm occurred. The customer's blood glucose (bg) level was 367mg/dl and a manual injection was administered to address the bg level. During troubleshooting, the malfunction alarm was successfully cleared and insulin deliveries were resumed. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.